Event description:
Spontaneous call concerning cassette malfunction. Patient is getting "no disposable, pump won't run" alarm. Cassette lot number 4163625. Patient states this happened in the past, several times. Patient is at 46 ng/kg/min at 41 ml/24hr, mixing with 6 ml remodulin 2.5 mg/ml with 94 ml diluent every 48 hours. Last titration: (B)(6) 2022. Patient confirmed, he has more than 4 cassettes on hand and he was advised to give pharmacy a call when he is low in stock and we can provide more if needed. Patient will be doing another cassette mix and he has a working back up pump as well. Patient confirmed he has 70 ml left in cassette. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; pt has plenty of cassettes on hand. Pt was advised to f/u with pharmacy; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.